Manufacturer narrative:
The case description states that the user has 10 pods that went into alarm and automatically shut off. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files show several pods alarming. The available log files only show the most recent 3 alarms due to the log files overwriting. These show that each of these alarms were auto off alarms which is a safety featured the user can allow in the settings as a result of the omnipod 5 app not communicating with the users pod in the last 4 hours. This is not a communication error with the controller. The controller was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl. It was also reported that the patients pdm (personal diabetes manager) was turning off their pods. The patient was treated with an dextrose IV(intravenous) fluids. The patient was released the following day.